Event description:
Left-side capsular contracture, baker grade 4.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 2.2g over specification.